Event description:
It was reported to us that a revision surgery of total right hip arthroplasty happened with exchange of acetabular cup and liner, and femoral ball head due to acetabular liner failure.